Manufacturer narrative:
No conclusion could be drawn on the lead integrity because only a portion of the lead was returned for analysis. A ventricular lead issue remains the most probable hypothesis.

Event description:
Reportedly, on (B)(6) 2019, an inappropriate shock was delivered and the patient visited the hospital. During the follow-up, noise oversensing was observed since (B)(6) 2019. The pattern of the observed noise was typical of a ventricular lead or a lead-ICD connection issue at ventricular level. The shock impedance of one of the inappropriate shocks was higher than usual (163 ohms compared to 60 ohms). The ventricular lead impedance and rv coil continuity were measured above 3000 ohms. No anomaly was noted for the svc coil continuity. A re-intervention was performed on (B)(6) 2019 to implant a new ventricular lead. Proper lead-ICD connection was confirmed. However, high impedance measurements were recorded for the subject ventricular lead (in unipolar and bipolar configuration) and the rv coil. The svc coil continuity measurement was within normal range. No lead fracture could be identified with x-ray. The ventricular lead was cut at the triple bifurcation, capped and abandoned in the patient body. A new ventricular lead and a new ICD were implanted and connected to the already implanted atrial lead. Preliminary analysis revealed that a ventricular lead issue is suspected.

Event description:
Reportedly, on (B)(6) 2019, an inappropriate shock was delivered and the patient visited the hospital. During the follow-up, noise oversensing was observed since (B)(6) 2019. The pattern of the observed noise was typical of a ventricular lead or a lead-ICD connection issue at ventricular level. The shock impedance of one of the inappropriate shocks was higher than usual (163 ohms compared to 60 ohms). The ventricular lead impedance and rv coil continuity were measured above 3000 ohms. No anomaly was noted for the svc coil continuity. A re-intervention was performed on 12 march 2019 to implant a new ventricular lead. Proper lead-ICD connection was confirmed. However, high impedance measurements were recorded for the subject ventricular lead (in unipolar and bipolar configuration) and the rv coil. The svc coil continuity measurement was within normal range. No lead fracture could be identified with x-ray. The ventricular lead was cut at the triple bifurcation, capped and abandoned in the patient body. A new ventricular lead and a new ICD were implanted and connected to the already implanted atrial lead. Preliminary analysis revealed that a ventricular lead issue is suspected.

Event description:
Reportedly, on (B)(6) 2019, an inappropriate shock was delivered and the patient visited the hospital. During the follow-up, noise oversensing was observed since (B)(6) 2019. The pattern of the observed noise was typical of a ventricular lead or a lead-ICD connection issue at ventricular level. The shock impedance of one of the inappropriate shocks was higher than usual (163 ohms compared to 60 ohms). The ventricular lead impedance and rv coil continuity were measured above 3000 ohms. No anomaly was noted for the svc coil continuity. A re-intervention was performed on (B)(6) 2019 to implant a new ventricular lead. Proper lead-ICD connection was confirmed. However, high impedance measurements were recorded for the subject ventricular lead (in unipolar and bipolar configuration) and the rv coil. The svc coil continuity measurement was within normal range. No lead fracture could be identified with x-ray. The ventricular lead was cut at the triple bifurcation, capped and abandoned in the patient body. A new ventricular lead and a new ICD were implanted and connected to the already implanted atrial lead. Preliminary analysis revealed that a ventricular lead issue is suspected.